Event description:
It was reported that while attempting to re-image a calcified and tortuous lesion in the circumflex artery (cx) with an intravascular ultrasound (ivus) the tip of the catheter had detached in the femoral artery. The first attempt to image the lesion was successful. Upon a second attempt they were not able to deliver the imaging catheter to the vessel. When the physician simultaneously pulled back the imaging catheter and the guidewire into the guide catheter, the tip of the catheter came off in the femoral artery. The physician attempted to snare through the sheath but the tip migrated to the porfunda and remains there. The physician made no further attempts to retrieve the tip of the catheter. The patient was reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The device is currently being retained by the user facility.